Manufacturer narrative:
H10. Additional manufacturer narrative. The cause of the event was due to patient factors/conditions.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation. Device will not be retrieved. There is no indication or allegation of product malfunction. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The cause of the event cannot be determined; however, patient and procedural factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 25mm aortic valve was explanted after an implant duration of three (3) years due to severe bioprosthetic paravalvular aortic insufficiency and mild leaflet calcification. There was also a large paravalvular space in the right sinus. The explanted device was replaced with a 25mm aortic valve. Patient also underwent removal of amplatzer plug and mitral valve repair (cutting of secondary chords to anterior leaflet) during the procedure. The explant was not due to deficiency in the original device. The post-bypass transesophageal echocardiogram showed a well-seated bioprosthesis without any regurgitation. The patient was transferred to the ICU in stable condition. Patient underwent pacemaker placement on post-operative day two (2). Patient was discharged home in stable condition on post-operative day six (6). The patient had a history of mild-trace pvl since implant, which was treated with an amplatzer plug twenty-one (21) months post implant and two bouts of endocarditis after that treat at 21 and 23 months post implant.